Event description:
Patient received an endeavor stent (3.5x18x) in the mid lad 81 days ago. One day post implant, the patient suffered an acute non-stemi. The investigator reported, it was unknown if target lesion was involved. Location of infarct is non-determinable. Investigator assessment was a non q-wave mi. Narrative: one episode of chest pain post pci procedure, no ECG changes, no new regional wall motion abnormalities. However, high ck & trop I levels. Please note that this model number ensp35018x is not distributed in the us.

Manufacturer narrative:
Results: inherent risk of procedure (myocardial infarction).